Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The review of logfile for the day of treatment showed the treatment was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal which caused the interruption of the treatment during the bed cut. The reported issue was not caused by the system or the used patient interface. An information message indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. No technical root cause was identified as the product was found to be within specifications. The root cause is user handling. (B)(4).

Event description:
A certified ophthalmic assistant reported suction broke 46% of the way through the procedure. A new patient interface was scanned and suction was required. The flap was completed without complication. No patient harm was reported.